Event description:
It was reported that a patient underwent a hernia repair procedure on (B) (6) 2010. The surgeon had the mesh pulled up by transfacial sutures on all sides. Due to the difficult location of the hernia, the surgeon used the suture passer closer to the center of the mesh and hoped to tack on the side where he couldn't place transfacial sutures. The surgeon began to tack around the mesh and decided to put another transfacial suture in. As soon as the suture passer went through the mesh, it delaminated and ripped in a couple of different spots. The surgeon continued to use the mesh with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4) - delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.